Event description:
Harmonic worked on left side of uterus but not on right side. Kept showing "tighten assembly" and "clean blade" errors. Tried disassembling and starting over but had same result. New harmonic was opened and worked fine. No harm to patient.